Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Mfg report 2 of 2, medwatch report # 3004209178-2011-82361.

Event description:
The customer reported being hospitalized for high blood glucose of 700mg/dl. The customer stated that he had a blacked out, and unexplained high glucose for the (B)(6). The customer's most recent glucose reading was more than 300mg/dl. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and passed. The customer stated that he believes there is nothing wrong with the insulin pump; it is the air bubbles that are giving him hard time with his high blood glucose. The customer stated that the insulin is stored in the refrigerator, but then he leaves it out for a while to let it get to room temperature. A f/u was completed to make sure the customer is in contact with his doctor. No further info was provided.